Event description:
During use in surgery the suture knots failed. It was confirmed that t1 was left in the joint unsupported and that back-up devices were available. No patient injury reported.

Manufacturer narrative:
Device is not being returned for evaluation.